Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: samples received: 9 closed and 1 open pouches. Analysis and results: there are no previous complaints of this code batch. Of which 900 (B)(4) were manufactured and distributed in the market. There are no units in the warehouse. Received 9 closed pouches and an open and unused sample without needle attached to the thread (thread still wound on the pack). Needle is not present. Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment strength of the closed samples received and the results fulfill the OEM requirements. The 1.78 kgf in average and 1.11 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. The open sample received has also been checked and it seems that the needle was not enough located inside the needle and it made that the needle detached easily. In spite of receiving a defective unit, the closed samples received fulfilled the OEM specifications for needle attachment. This is considered isolated units. Final conclusion: although the results of the samples received fulfill the OEM specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the needle detached from the thread in the blister/pouch.